Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit has display issue there was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions) h10. Additional contact information:(B)(6) a getinge field service engineer (fse) confirmed and stated to resolve issue replaced 10.4" display w/ rtv bead sea. Performed unit checkout. Unit passed all functional and safety testes. Returned unit back to customer. The failure analysis and testing dept. Received part number display w/rtv bead seal serial number with a reported unit failure of failed display. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part display w/rtv bead seal into the cs300 test fixture serial number and tested the display to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat performed display tests in diagnostics and allowed the cs300 to run for an extended period. The fat could not verify the failure of display failure. The display passed testing. Retaining the display in the fat per procedure number (B)(6) rev.aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).